Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump was alarming no delivery when he started to lay down in bed. Customer didn't recall his blood glucose at the time of the alarm however earlier it was 76 mg/dl. Troubleshooting was not possible as customer had done a complete set change. It is unknown what may have caused the insulin pump to alarm. Customer is returning the reservoir for analysis.